Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940-52 lead, implanted: (B)(6) 2001; 6932-65 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged to the ostium of the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.